Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit retrograde or oversensing of ventricular signals in the atrial channel. Technical services (ts) was consulted and suspected this device exhibited both. Ts recommended adjusting the blanking period and further testing. This crt-d remains in service. No adverse patient effects were reported.